Event description:
It was reported that (1) device was used during a varix procedure. It was reported by the affiliate that the msm20 instrument clips would not deliver (feed). Another instrument was used to complete the case. There was no pt consequence.